Manufacturer narrative:
This event was reported to have occurred during set-up for use on a patient. A delay was noted; however, there was no patient or user harm. Following the evaluation of the device, the customer ordered and replaced the touchscreen. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
Date of report: 03jun2021.

Event description:
The customer reported that the touch screen cannot be calibrated. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient, but there was no patient harm reported.